Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture explant has not been confirmed.

Event description:
Explanting physician reports a full rupture discovered by chance on an ultrasound-mammography and confirmed by MRI. The reporter also mentions a shock that occurred during skiing. The device has been explanted. This record relates to the left side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one curved opening, brown particles material was found on the shell/gel and creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: two openings in the shell with sharp edge with nick/stress marks assessed as surgical impact opening, one opening crease sharp and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: two sharp edge openings in the shell with nick/stress marks due to surgical impact opening. One opening crease sharp assessed as fold flaw opening. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Explanting physician reports a full rupture discovered by chance on an ultrasound-mammography and confirmed by MRI. The reporter also mentions a shock that occurred during skiing. The device has been explanted. This record relates to the left side.